Event description:
The customer reported the system displayed a precharge error on system startup. This error will likely prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module was repaired. The system was then found to be operating as intended.